Event description:
Caller states that during a proficiency test the following results were obtained on the coaguchek s: 7.2 inr with a mean of 4.8 inr; 4.1 inr with a mean of 3.1 inr. No actions taken on device results. No adverse event reported. Requested return of suspect system; however, strips are unavailable for return.